Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Reportedly, the customer consumed carbohydrates to address their bg level. The customer alleged that the pump delivered boluses that the customer did not request. The pump logs were unavailable for tandem technical support to review, therefore the allegation could not be confirmed. A replacement pump was sent to the customer.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.